Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ IV catheter was found deformed during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the catheter was deformed."

Manufacturer narrative:
H.6. Investigation: three photos and one actual sample was received by our quality team for evaluation. Upon visual inspection of the sample received, damage to the catheter can be observed; therefore the reported failure can be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of this incident cannot be determined. The damage to the catheter may have been caused by the needle piercing through the catheter during product application when the product was manipulated. H3 other text : see h.10.

Event description:
It was reported that the bd insyte¿ IV catheter was found deformed during use. The following information was provided by the initial reporter, translated from japanese to english: "the catheter was deformed."